Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested and the obtained. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Please clarify the number of products involved in the event and how many to be returned? Qty of the product involved is 1. Qty to be returned is 2 (one is the product involved, and the other is a reference one.) Device return status. We regularly contact with sales rep about the device returning. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient undewent a cranioplasty procedure on (B)(6) 2020 and a reservoir was used. During surgery, suction could not be done properly. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/20/2021. Additional information: d9, h6 component code: g07002 . Corrected data: d3. H3 evaluation: product analysis. The complaint samples received and functionally test was done. As per specification, j vac. Bulb should open within 6 sec and the complaint sample was opened in 4 second. The complaint can not be justified. Photo analysis: the evaluation was made based on the pictures received from the customer. The suction port looks blocked. The reservoir shown on the pictures seems to be defective (blocked). The complaint was observed. The investigation will be documented in the dsl CAPA ., this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate product complaint # (B)(4). Date sent to the FDA: 4/20/2021. Corrected data: d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.